Manufacturer narrative:
H3 other text: remote support provided.

Event description:
Philips received a complaint on the heartstart xl device indicating a broken defibrillator cable connection pin. There was reportedly no patient involvement. Philips remote service engineer (rse) remotely evaluated the device and it was determined that this was a malfunction of the therapy cable. The customer ordered a replacement therapy cable to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.